Event description:
The customer reported that the blood pump tubing segment split during pt treatment, resulting in a blood loss of approximately 250cc. The customer also reported that the blood tubing had been in use for approximately 72 hours (note: the instructions for use included with all nextron's blood tubing sets recommends changing the blood tubing every 24 hours). The pt's treatment was continued with new tubing without incident. No injury or medical intervention was reported.